Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support due to needing coronary intervention. While on support, there was high purge pressure. Troubleshooting was performed unsuccessfully. The impella was replaced.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Neither the impella device nor the data logs were returned for evaluation. Additionally, clinical details provided were limited to determine the root cause. Therefore, the root cause of the high purge pressure could not be determined. D4-updated model number h5-correct to yes h6 medical device problem code-code 2906 selected in error. H6-investigation findings =3 211 selected in error.